Manufacturer narrative:
All of the buttons are function properly however found corroded keypad traces during our visual inspection. No button error alarm during our testing. The insulin pump was received with cracked reservoir tube lip, minor scratched lcd window and scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that customer received a button error alarm. Customer's blood glucose was 164 mg/dl. Insulin pump would need to be replaced.